Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with injection vancomycin 2 gram (route, frequency, and duration not reported) for peritonitis. Action taken with dianeal therapy and the patient¿s recovery status were not reported. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, dianeal therapy was discontinued and the catheter was removed. Should additional relevant information become available, a supplemental report will be submitted.